Manufacturer narrative:
H4: the lot was manufactured from may 23, 2022 - may 24, 2022. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at the spike port weld area in front side of the bag. Magnified inspection verified a small tear/hole at the left side of the spike port weld area of the bag, where the leak occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the middle port. The leak was discovered after filling within the compounding facility prior to patient use. There was no patient involvement. No additional information is available.